Event description:
It was reported that during a sleeve procedure, on the fourth and fifth firing the device did not cut and did not form line stapling. It was during a sleeve, with the device, gold cartridge and green cartridge. They did not use reinforcing material, did not cross another line stapler, and did not feel any sound any additional force firing. The surgeon used a new device and reinforce with pds suture. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle. The device was received for analysis with no visual non-conformances and with an ecr60d cartridge reload loaded in the device. The cartridge reload was received partially fired consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process. A surgical video was received and reviewed and malformed staples were observed. It is believed that the complication experienced during this procedure was an interaction of a damaged knife not being able to cleanly cut tissue resulting in tissue plowing and finally deck deflection.